Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with crosstalk oversensing resulting in non-sustained right ventricular oversensing (nsrvo). No changes were reported. There were no patient consequences.

Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator (ICD) to restore normal parameters. There were no patient consequences.